Manufacturer narrative:
D10.concomitants: 5233175 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5 6089823 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t 3009021250 a10012 - gps implant kit v2. H3. Investigation results- the cause of the patient¿s wound dehiscence and subsequent poly exchange cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There is no mention of device malfunction or wear in the operative report. Per IFU information: patients should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
Additional information-operative report -postoperative diagnosis: left knee wound dehiscence. Procedure performed: irrigation and debridement of the left knee wound with polyethylene liner exchange. The patient was revised to exactech device. The patient was then awoken from general anesthesia, having tolerated the procedure well. The patient was then brought to the recovery room in stable condition. There is no additional information.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6), 2021. Approximately 6 weeks after the initial procedure the patient had a left knee revision on (B)(6), 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.